Manufacturer narrative:
(B)(4). Sent date: 3/21/2025. D4: batch # 151d84. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. Based on the information currently available, the condition identified during the investigation of the reload received and has been correlated to the design. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of would not fire could not be confirmed as the event described could not be confirmed as the device fired without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 151d84, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a hysterectomy, upon initially firing it would not fire. Case was completed with a like device. No patient harm was reported.